Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No blank display, low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. Insulin pump received with normal operating currents.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had blank display. The customer¿s blood glucose level was unknown at time of incident. Insulin pump had blank display and power outage message occurred on the screen. The insulin pump will not be returned for analysis.